Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain indications for use. It was reported that since they received the new pump implant, they could only get her daily boluses at 2:00 am and that was messing her up. The patient stated that prior to getting the pump she was able to bolus at midnight. The patient nurse was baffled yesterday about the lockout until 2am. The agent asked patient to connect with the devices and the patient said, it took a long time to connect to the pump and the handset got stuck at 90%. The patient service walked the patient through clearing data. The agent assisted patient with navigating the handset for therapy details for pump information. The agent confirmed that the date and time were correct for the pump. The troubleshooting steps that were taken on the call resolved the issue. The agent recommended the patient consult with healthcare provider for the next steps. The agent sent email to device registration to update pump information. The agent transfer patient to prs. Next refill date is (B)(6) 2025. ¿bolus duration -4mins lockout duration - 4hrs bolus restriction window - 1 bolus / per 4hrs bolus per day 4. The patient mentioned that they had physical therapy today and they were a wreck.

Manufacturer narrative:
Continuation of d10: product ID a820; product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.